Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported the system displayed ¿system initializing, please wait¿, and in the generator section, the bar was scrolling but the system was not getting ready. This issue was noted outside of a procedure, and there was no patient involvement.

Event description:
Medtronic received additional information that the issue was resolved after replacement of the detector assembly.

Manufacturer narrative:
Additional information: event narrative. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that a manufacturing representative went to the site to test the equipment after the reported event. It was indicated that no parts were replaced and the system performed as intended. The system passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: the system service was corrected to document the detector assembly replacement which resolved the issue. After detector assembly replacement, the system functioned as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.